Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the leads were opened and returned for an unknown reason.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the leads were not used. Leads passed visual inspection.

Event description:
A report was received that the leads were opened and returned for an unknown reason.